Event description:
It was reported to philips that the device experienced a power interrupted error and would not turn on. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device experienced a power interrupted error and would not turn on. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 8 on the j2 connector was found damaged.